Manufacturer narrative:
The service evaluation identified a no image was displayed due to a defective cable unit. The cable unit defect is due to broken wires to the connector side. As a result of the no image malfunction, the white balance could not be properly adjusted and an error message, e311, was displayed on the monitor during testing. The device was last repaired in (B)(6) 2022 for a coupler issue. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly

Event description:
Olympus (oekg) was informed that a customer camera head was returned to the olympus repair center for maintenance. There was no defect or malfunction associated with the device. However, upon inspecting and testing, a no image problem was identified due to a defective cable unit. This report is being submitted to capture the no image defect. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to correct the model number and related fields reported on the initial medwatch. Corrections include the following: d1 brand name, d2 product code, and d4 model number were updated to reflect the correct model number of the subject device. D4 UDI and g4 510(k) : there is no UDI or 510(k) for this model number since it is not registered or sold in the USA. G2 was corrected to include the country in which the event took place.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 15 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred due to a failure in the communication due to faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.